Event description:
It was reported that excessive air passed the pump module into the patient line. The pump module shut off and alarmed before air reached the patient. The event occurred approximately at midnight between (B)(6) 2025 and (B)(6) 2025. There was patient involvement but no harm.

Manufacturer narrative:
Correction: date of event annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? Annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g0301201. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported pump module failing to alarm for air in line was not confirmed during log review or reproduced during testing. The returned device was fully evaluated, and no anomalies were observed. Functional testing performed on the returned pump module found no irregularities with the detection of air boluses. The source pump module¿s air detection system was tested using the air in line threshold product analysis procedure. The pump module¿s air detection system was observed operating in specification. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. A review of the pcu and pump module error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log showed no data for the reported event date on pump module. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated by the suspect (s/n (B)(6)) on (B)(6) 2025. At 9:08 pm a remote IV message was received with the following parameters: - primary infusion: rate of 100 ml/h and a volume to be infused (vtbi) of 743.718 ml. - secondary infusion: drug ID 574, drug amount of 500 mg, diluent volume of 100 ml, a rate of 100 ml/h and a duration of 3600 s. Infusion was started with a primary volume infused (pvi) registered of 756.35 ml and a secondary volume infused (svi) of 61.608 ml. After the infusion was started, the unit was selected and the vtbi was manually updated by the user to 50 ml. Then the secondary infusion started. At 9:38 pm the secondary infusion was completed, and the primary infusion started. From 12:18 am to 12:22 am the pump alarmed air in line, it was silenced and alarmed check IV. At 12:22 am the pump was channeled off. With a pvi of 1023.35 ml and a svi of 112.119 ml. The air-in-line- alarms alaris ® system tip sheet states de methods to reduce air-in-line: 1. Do not stretch the tubing (especially the pump segment in the blue sheath) when removing IV tubing from the package and inserting into the alaris® pump module. 2. Ensure that the drip chamber is 2/3 full and hanging vertically. 3. Slowly prime to avoid turbulence. 4. When inserting the tubing into the air-in-line (ail) detector, use a fingertip, firmly push tubing toward back of ail detector (refer to picture). 5. If possible, allow solutions to warm to room temperature, when infusing a chilled solution air bubbles may form as cold solutions begin to warm. 6. Keep alaris® system level with or slightly lower than patient to maintain positive pressure. 7. Pause the channel before replacing a fluid container to avoid air entering the IV tubing. 8. Clean the ail detector as needed using a cotton swab moistened with water. 9. If the device continues to alarm for ail, label the module and send it to bio-medical engineering. The device was in use for treatment purposes as intended per 21 cfr 820.1989(d)(2). Note to repair center: suspect pump module (sn (B)(6)). Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Concomitant pc unit (sn (B)(6)). Please re-torque all screws and replace battery. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported failed air in line alarm was not identified during the investigation. The returned devices and the administration set were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that excessive air passed the pump module into the patient line. The pump module shut off and alarmed before air reached the patient. The event occurred approximately at midnight between (B)(6) 2025. There was patient involvement but no harm.